Event description:
It has been reported by a dealer that the brake on a l-3b scooter have gone ot and this is an ongoing issue. The dealer alleged that the switch doesn't let the scooter know when the brake are being applied.